Event description:
It was reported that a patient presented for follow-up with possible output circuit damage detected alert. Multiple successful charges performed since first detection. Device was exposed to cautery at time of alert. Alert was cleared by downloading device code.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.